Manufacturer narrative:
MFR date can not be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
During insertion of a click'x 3-d head, the pt's pedicle fractured. This is the second of three reports for a similar event.